Event description:
It was reported that a spectrum infusion pump had a white screen found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection verified the issue white screen. During functional testing, the reported problem 'white screen' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor board. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.